Manufacturer narrative:
Patient's weight was estimated from the most recent figure provided. The patient's prior admissions for anemia/bleeding are referenced in MFR numbers 2916596-2021-03013, 2916596-2021-03023, 2916596-2021-03025, 2916596-2021-03026, 2916596-2021-03027, 2916596-2021-03032, 2916596-2021-03034, 2916596-2021-03036. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2020 to (B)(6) 2020 for anemia. The patient received blood transfusion.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding as well as a direct correlation to heartmate ii lvas, serial number (B)(6) , could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) until they underwent pump exchange on (B)(6) 2021 (refer to MFR#2916596-2021-02768 ). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 20sep2016. The heartmate ii lvas IFU is currently available. Section 1 entitled ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.